Event description:
The surgeon reports performing a cataract and vitreoretinal surgery in the right eye. It was reported that the leading haptic was bent toward the optic during insertion of the eternity x-70 intraocular lens into the eye using the eternity navi delivery device. According to the info received, the incision was enlarged to 4.0mm in order to remove the iol, and a different iol was inserted in the pt's eye. The surgeon indicated that in his opinion, the cause of the event was due to improper loading of the iol into the injector. According to the info received, there were no pt consequences; the pt has been discharged after recovery with laboratory values within normal range.